Event description:
It was reported that there was an accidental use of the pc shock button. The device delivered a shock. After the therapy delivery, the pt appeared stable. The pt will be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.